Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, it is likely that the stain remained in the light guide lens due to water invading from leakage point to the subject device, causing corrosion (detected as stain). Based on the results of the investigation for phenomenon 2, it is likely that the forceps elevator wire broke due to it getting caught on the distal cover when attaching, or, was contacted with cleaning brush during cleaning, causing the event. Phenomenon two can be prevented by following the instructions for use: "operation manual chapter 3, 3.2." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the evis lucera duodenovideoscope had a videoscope broken wires, scratched inserts (no metal exposure), lava bonding off. The issue was found during inspection prior to use, and the diagnostic procedure was completed with a similar device, and without delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found the light guide lens was dirty and the forceps elevator wire was broken. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Broken wires - scratched inserts (no metal exposure) - lava bonding off ,waterproof is not possible due to the deformation of the electrical connector, laser guided lens has scratch ,objective lens was chipped ,objective lens has scratch ,image has white dot ,electrical connector was deformed is causing noise in the video. Bending section cover glue peeled off, low angle, switch 1 has hole, electrical connector is corroded by water leakage. The investigation is ongoing and follow-up with the user facility is currently being performed.